Event description:
A 64-year-old male presented with anterior stemi and total left anterior descending (lad) artery occlusion. During revascularization of lad artery per balloon, the patient¿s condition worsened to require impella support. Patient unrestful during insertion but otherwise without issue. Pci continued to restore flow in lad artery. After pci procedure, a large hematoma at the impella access site was noted. Angiogram showed access at the bifurcation of the common femoral artery and the epigastric caused extravasation. Impella cp pump had to be removed and balloon tamponade used to achieve hemostasis. Patient transferred to another hospital, where pink / red color of urine was observed, which was attributed to hemolysis. Escalated to impella 5.5. Hemolysis was resolved and patient stable.

Manufacturer narrative:
The impella device has not yet been returned to the manufacturer for investigation. Should any new information be returned, a supplemental MDR will be filed.